Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while attempting to implant the patient there were delivery issues. The impella 5.5 would not pass through axillary artery due to patient's anatomy.

Manufacturer narrative:
The impella device was not received from the customer and therefore.an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the delivery issues has been completed. The pump was returned and a cannula kink was observed. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through due to patients anatomy as per the clinical description.